Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The noise was reproducible with isometrics. No changes or interventions were reported. There were no patient consequences.